Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using cold insulin to fill cartridge, and not loading cartridge per instructions. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge, and how to properly insert a cartridge. Customer changed pump supplies and resumed insulin.